Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during revision of the right ventricular lead, the physician noted an insulation anomaly on the atrial lead. The insulation anomaly was fixed with sleeve and medical adhesive. The lead remained implanted. No patient complications associated with the lead revision.